Manufacturer narrative:
Per internal review on (B)(6) 022, the product investigation was updated. All previously reported references to "bubbles" have been replaced with "microbubbles" as microbubbles are the phenomena which was contextually referenced within the prior report. The product investigation details are updated to the following: "microbubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. "Customers should continue to properly prime and flush tubing per the instructions for use (IFU).the event described was confirmed since bubbles were observed during the irrigation test. An internal action was opened to introduce optimization actions regarding cloudiness and microbubbles. "Microbubbles observed during the analysis may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-oct-2021, the product was returned to biosense webster for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set. There appeared to be sediment inside the smartablate irrigation tubing. There appeared to be sediment inside the smartablate irrigation tubing. The caller states that it appeared to be moving through the tubing. The tubing was replaced, and the procedure was continued. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smartablate irr tube set. Irrigation testing was performed, in accordance with bwi procedures. Bubbles were observed during the irrigation test, however the reported issue could not be confirmed since foreign material was not observed during the test. A manufacturing record evaluation was performed for the finished device ac6380116 number, and no internal action was found during the review. Bubbles on the smartablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU).the event described was confirmed since bubbles were observed during the irrigation test. An internal action was opened to introduce optimization actions regarding cloudiness and microbubbles. Bubbles observed during the analysis may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set. There appeared to be sediment inside the smartablate irrigation tubing. There appeared to be sediment inside the smartablate irrigation tubing. The caller states that it appeared to be moving through the tubing. The tubing was replaced, and the procedure was continued. It was also reported that during the procedure, the accuresp graph would change significantly when ablation was activated. Caller states that this did not affect the accuracy of visitag placement on the map. Caller confirms use of a custom template and was advised to delete that template. The procedure was continued and completed with the issue. Foreign material inside of tubing is MDR-reportable.